Event description:
Complainant states that they have experienced six suction liners 'break from the lid when in the canister.' There are no patient consequences, but the customer states that they aren't able to use the bemis quick drain unit to dispose of the fluid because it might expose staff to potentially infectious waste. Staff must use alternate method of disposal.